Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis sizing guide, the 26mm trunk-ipsilateral leg component is intended for use in vessel diameter of 22-23mm.

Event description:
On (B)(6) 2011, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After the trunk-ipsilateral leg component and a contralateral leg component were placed, the physician performed touch-up ballooning with a gekira x balloon. Final angiogram was performed which revealed that the trunk-ipsilateral leg component moved proximal and was partially covering the right renal artery. Perfusion into the right renal artery was minimal. The angiogram also revealed a proximal type 1 endoleak. So, the physician placed an aortic extender component and performed touch-up ballooning. At that time, the right renal artery became completely covered. The physician then implanted a palmaz bare metal stent in the right renal artery and flow was restored. Although a slight proximal type 1 endoleak remained, the physician decided to take no further action at this time. The pt tolerated the procedure. The physician believes the proximal neck movement happened during ballooning.